Event description:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2012 and mesh was implanted. It was also reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was further reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). Reason for implant: pelvic pain etiology undetermined, rectocele, enterocele, sui. Concurrent procedure(s): lysis of adhesions, bso, posterior colporrhaphy, enterocele repair using elevate mesh, urethral suspension. It was reported that following insertion the patient experienced extrusion, infection, urinary/bowel problems, recurrence, bleeding and neuromuscular problems. It was reported that the patient underwent transvaginal removal of posterior vaginal wall mesh, repair of rectocele and coaptite injection x 2 on (B)(6) 2013 due to posterior vaginal wall mesh exposure and mixed urinary incontinence. No additional information was provided. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.